Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer went to the pool for swimming lesson with insulin pump then feel it vibrate but nothing on the screen. The customer¿s blood glucose level was 101 mg/dl. The customer was assisted with troubleshooting. Customer stated that the crack at the back of the insulin pump from sticker on the rail to the bottom. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.